Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient reported charging issues between the implant and external equipment. The patient was implanted with a new advanced bionics spinal cord stimulator.